Event description:
It was reported that during a periodic follow up, it was noted that elective replacement indicator (eri) had been triggered and reset status was observed. It was confirmed that the issue was caused by a measurement lock-up. The device was reprogrammed from the reset status and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely.

Event description:
It was further reported that elective replacement indicator (eri) lock up occurred during a device check and was subsequently reset by the programmer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).